Event description:
A valiant thoracic stent graft system was implanted in a patient for the emergent endovascular treatment of a thoracic aortic aneurysm. It was reported that post index procedure there was a type I endoleak. The physician intends to cover the type 1a endoleak following the brachiocephalic debranching and also extend the graft distally. No further clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak). (Cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).